Manufacturer narrative:
(B)(4). This complaint is for a report of a user error . The homechoice was in fill 1 however the patient was not connected. Patient should be connected for therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the most likely cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter' technical service center regarding the home patient (hp) needing to re-prime the patient line, which occurred on the homechoice (hc) during initial (I) drain. The home patient (hp) stated the homechoice (hc) was in the I-drain and now the hc moved to fill 1 of 3 and the hp was not connected. The tsr then explained when and how to re-prime the patient line. The tsr then assisted the hp to cycle power and to end the therapy to start over with all new supplies. There was patient involvement,but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).during investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.